Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was 972 mg/dl. Customer stated they have 2 pumps and both gave a motor error alarm. Customer stated the motor error occurred on (B)(6) 2020. Customer was admitted to the hospital on (B)(6) 2020. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information about diabetic ketoacidosis has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported by the customer via phone call that he went to emergency room and then admitted to hospital due to diabetic ketoacidosis on (B)(6) 2020. The customer was treated with manual injections and intravenous insulin.